Event description:
The incident occured on (B)(6) 2022 but we were not notified until 9/29/2022.. The consumer claims the device sparked. Injuries or product damage did not occur.

Manufacturer narrative:
We have requested the device be returned to the manufacturer. To date, we have not received the device.